Event description:
On (B)(6) 2010 patient reported the display on her infusion device has a dark segment in the middle of the screen. Patient stated the dark segment stays on the screen after she changes the battery. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.